Manufacturer narrative:
The incident happened at (B) (6) hospital, and was reported to the distributor, (B) (4). The ground pad was returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engineer's investigation report I will file a supplemental report.

Event description:
It was reported that "when the nurse placed the pad on the patient she noticed the wire wasn't covered on the pad! The wire was in direct contact with the patient's skin."